Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that the target lesion was pre-dilated with a non-cordis balloon catheter. During deployment of a smart flex 7 x 120 stent, the proximal stent marker didn't move towards the placement marker meaning the stent was longer than stated, once deployed. There was no reported delay in the procedure. There was no patient injury/adverse event (ae) to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Vessel characteristics and procedural factors may have contributed to the reported event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
The report received from the affiliate indicated that the target lesion was pre-dilated with a non-cordis 6 mm. X 150 mm. Balloon catheter. During deployment of an 80 cm. Smart flex 7 x 120 stent, the proximal stent marker didn't move towards the placement marker meaning the stent was longer than stated, once deployed. There was no reported delay in the procedure. There was no patient injury/adverse event (ae) to the patient. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.